Event description:
Pt status post corrective osteotomy of femur with plate and screw. Approx 3 months later, pt returned for post op visit and an x-ray showed broken plate. Surgeon removed the hardware and revised to larger plate.

Manufacturer narrative:
Synthes is unable to provide the manufacturer PMA/510 number and/or the date of manufacture without a part/lot number, or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.